Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
The cordis clinical study registry brought this event to our attention, reporting that a dissection occurred during implantation of a cypher stent. According to the report, the dissection was notice after the cypher stent had been implanted. The target lesion was 3.3 x 5mm long, de novo, bifurcated, irregular with angulation greater than 45 degrees and less than 90 degrees. It also had a type b2 classifications with 90% stenosis and a pre procedure timi flow of 3. Predilatation was conducted at 9 atms with an unk 2.5 x 12 mm balloon catheter. Final kissing balloon was also used. The cypher stent was implanted at 16 atms and post dilatation was conducted at 18 atms with an unk 3.5 x 8 mm balloon catheter. A type a dissection was noted after implantation of the cypher stent and it was treated by implantation of another cypher stent. The event was resolved without sequel.